Manufacturer narrative:
Other text: b3: no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal on the bottom case was broken/removed. The pump was observed to be in good condition. Review of the event history log showed an occurrence of a "battery communication timeout" alarm. Functional testing found that the pump displayed "battery communication timeout" at power-up. The investigation determined that the cause of the reported issue was a defective battery, even though the battery was new. The battery was replaced to correct the issue. Preventive maintenance was also performed and the pump then passed all functional testing. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the pump exhibited a battery timeout alarm. Per reporter replacing the battery did not resolve the alarm. Patient involvement is unknown.